Event description:
It was reported that upon opening the kit in the pediatric ICU, the swg was found bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: an arterial catheter and a swg were returned along with the lidstock for sac-00522 for evaluation. The arterial catheter was visually examined. The arterial catheter is curved with a kink in the body adjacent to the hub. No other damage was observed on the catheter. The swg was examined and a kink was observed at 8cm from the tip. Under magnification, both end welds were full and intact and no separations were found along the length of the wire. The od of the swg was measured and met specification. The clear protective tubing for the assembly was not returned, so it could not be examined for additional damaged. The lidstock material had signs of folding and creasing, indicating that the pouch may have also been bent. The reported complaint of a kinked swg was confirmed through visual inspection of the returned sample. Based on when the damage was observed and the condition of the returned sample, the potential cause appears to be shipping and handling related.